Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical examination and magnetic resonance imaging performed by their health professional who subsequently diagnosed them with bilateral rupturing of their breast prostheses. As a result, the patient will undergo removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-00993 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical examination and magnetic resonance imaging performed by their health professional who subsequently diagnosed them with bilateral rupturing of their breast prostheses. As a result, the patient will undergo removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-00993 for the contralateral event.

Manufacturer narrative:
On february 22, 2022, the mentor analysis lab received the medical device for evaluation. Upon return, the device was not labeled with left or right designations. As such, this device is referred to device b and the device evaluation for device b is associated with this reports. If additional information is received to clarify, mentor will submit a supplemental report. An evaluation was completed on march 02, 2022. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2022, mentor was provided with additional information. The surgeon noted per-operatively that the patient had developed bilateral capsular contracture with assigned baker grade ratings of iii and IV for the left and right breasts, respectively. Additionally, during the removal of both implants it was observed neither implant was ruptured. The patient underwent a bilateral replacement surgery with implantation of two 535cc mentor memorygel breast implants. On march 22, 2022, a re-evaluation was completed on the returned device per the new diagnosis of capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the reported health effect - impact code, recognized procedural complication, in the initial report was incorrect. It was reported the patient would undergo removal of the implanted devices on (B)(6) 2022. As such, the impact code should have been device explanted. Manufacturer¿s reference number: (B)(4), h6 health effect - impact code: device explanted (f1903) in the initial report.